Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, after advancing the electrode to the target lesion, the array was extended. However, when extended, the array was not visible under fluoroscopy. The electrode was then withdrawn approximately 1cm and the array became visible. The procedure was able to be completed with this leveen needle electrode. The account further indicated that there were no anomalies with the x-ray fluoroscope. Additionally, no resistance was encountered during the initial attempt to extend the array. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, after advancing the electrode to the target lesion, the array was extended. However, when extended, the array was not visible under fluoroscopy. The electrode was then withdrawn approximately 1cm and the array became visible. The procedure was able to be completed with this leveen needle electrode. The account further indicated that there were no anomalies with the x-ray fluoroscope. Additionally, no resistance was encountered during the initial attempt to extend the array. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted without issue. When extended, the array tines were evenly spaced and undeformed. The condition of the returned incident device was not consistent with the complaint that the tip was not visible. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).